Manufacturer narrative:
The development of the zenith device followed successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & amp; precautions, and the correct deployment procedure. Regarding the graft kinking, the IFU lists important factors/warnings such as anatomical criteria and tortuosity that may preclude proper placement of the graft and possibly lead to this failure mode. The physician's comments are documented on the event eval form from cook japan;... The contralateral distal type I endoleak was due to incomplete sealing resulted from graft kinking. Considering this from the user, it appears the endoleak was an effect of the device kinking. At this time there is no evidence to suggest the device was not manufactured to specification. We are unable to determine the root cause of the kinking of the device. However, we have notified the appropriate individuals and we will continue to monitor to similar events.

Event description:
A male with hypertension and hostile abdomen as well as a previous history of mitral and tricuspid insufficiency, underwent aaa repair in 2009. The procedure was conducted as labeled and the pt's anatomical form was considered suitable for evar. Intraoperatively a proximal type I endoleak was noted but was resolved by reballooning the area. Eighteen days later, proximal (1820334-2009-00365) and distal endoleak were confirmed by contrast enhanced CT. Then the next day, the endoleaks were confirmed by echocardiography. The physician then attempted a week later, to deploy an additional iliac leg graft on the contralateral side but it was difficult due to a kink and stenosis in a deployed iliac leg graft. Instead, another manufacturer's stent was placed in the contralateral distal fixation site and another manufacturer's stent was placed in the proximal neck to successfully resolve the endoleaks, kink, and stenosis. Pt has shown improvement.